Event description:
A user facility that a pt underwent surgery in 2000 for r ureteral calculi with lithotripy and laser. A size 5 lma-classic was inserted, pt had normal airway asa-class 1 and anesthesia was uneventful. Nitrous was used and the doctor checked airway cuff pressure during the surgery, which lasted less than 1 hour. The pt was discharge. Approximately 12 hours later, pt began to experience difficulty swallowing and swelling of throat. The following day pt was seen by ear, nose, throat, given IV solumendrol and sent home on medrol dose pack. Pt began to get worse; complained of dysphagia and other symptoms associated with urinary complications. Pt was readmitted to hospital three days later for epiglottitus without obstruction, urinary discomfort from stent and dehydration. Pt was treated with steroids and augmentin; swelling and dysphagia symptoms resolved two days later when pt was discharged. The pt continues to complain of many other unrelated symptoms, including rash, shortness of breath and questionable allergy to iodine after eating clam chowder. The event regard to the dysphagia has resolved and no add'l info is expected.